Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator sometimes cannot pass the leads ECG test. There was no patient involvement.

Manufacturer narrative:
The manufacturer previously reported information that the customer reported that the defibrillator sometimes cannot pass the leads ECG test. There was no patient involvement. Additional information has been received and the device has been returned for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
E3: clerk submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.